Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the spo2 cable and the problem was resolved.

Event description:
Customer reported an issue with the v series monitor, which may have affected spo2 monitoring. No patient injury was reported.